Event description:
The rotator broke during a left ventriculogram procedure. Pressure limit was 750 psi. No harm or injury was reported. The customer reported three (3) defective devices but did not provide any specific details for each occurrence. It is not known if all three reported defective devices were the same part number or lot number. Therefore, this single report will be filed.

Manufacturer narrative:
Three suspect device were returned for evaluation, two were used failed devices and one had no visible damage. The complaint was confirmed on the failed devices. The returned device with no visible damage was inspected and found no visible defects. The rotator was separated at the bond between the collar and the housing for the two defective devices. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found one similar complaint for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Method: device history record was reviewed, complaint database was reviewed.